Event description:
The patient received two leads with the same lot number. It was reported the lead incision site had some drainage. The physician placed the patient on antibiotics on (B)(6) 2013. It was reported the patient came to an appointment for follow up and the lead site was still leaking. The physician suspected an infection. On (B)(6) 2013 the physician undertook surgical intervention and reopened the incision. It was reported the area may have been irritated from an old suture. The physician closed the incision, and the patient was still on antibiotics.

Manufacturer narrative:
Method- the device history and sterilization records were reviewed. Results - the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion- the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.